Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an adverse event and no audio output on (B)(6) 2014. Patient reported that while driving, receiver did not alert her and patient got into an accident. Patient sustained a black eye and broken nose. At the time of the call to dexcom technical support, no medical intervention or further injuries were reported.

Manufacturer narrative:
(B)(4).